Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history and records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient was unhappy and dissatisfied with the vision. The lens was exchanged one week after initial implantation. Additional information was requested.